Event description:
It was reported that a cgm error occurred, identified by the customer as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the customer was guided through the reset process, after which the error was successfully resolved and the sensor session was restarted without issue.